Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin measuring 23.5cm was returned for analysis. External insulation abrasion was noted at 13.0-13.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.